Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra area and flanks on (B)(6) 2017 using coolcurve and to the lower abdomen on (B)(6) 2017 using coolmax. Treatment was given to the arms on (B)(6) 2017 using coolfit. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment and was diagnosed in both arms, bra fat, flanks, and lower abdomen on (B)(6) 2018. Ph was described as hardened and augmented. Rigid tissue on the left area of the bra, both arms and lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra area and flanks on (B)(6) 2017 using coolcurve and to the lower abdomen on (B)(6) 2017 using coolmax. Treatment was given to the arms on (B)(6) 2017 using coolfit. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment and was diagnosed in both arms, bra fat, flanks, and lower abdomen on (B)(6) 2018. Ph was described as hardened and augmented. Rigid tissue on the left area of the bra, both arms and lower abdomen.

Manufacturer narrative:
H.9 addl correction removal number due to limited characters: z-1350-2022 (coolfit) . This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra area and flanks on (B)(6) 2017 using coolcurve and to the lower abdomen on (B)(6) 2017 using coolmax. Treatment was given to the arms on (B)(6) 2017 using coolfit. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment and was diagnosed in both arms, bra fat, flanks, and lower abdomen on (B)(6) 2018. Ph was described as hardened and augmented. Rigid tissue on the left area of the bra, both arms and lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.